Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-67 alarm. This occurred before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Alarm log review, visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f67 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be damaged sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.